Event description:
It was reported that the user experienced hyperglycemia after changing diabetes supplies earlier in the day, with sensor glucose reaching approximately 360 mg/dl and fingerstick confirmation at 296 mg/dl; the user initially declined an infusion set change, then later replaced the teflon 6 mm infusion set with 23-inch tubing and observed glucose trending down, while using a g7 sensor and no backup therapy or medical intervention. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact on daily activities due to glucose excursions outside the target range for approximately 4 to 5 hours, with subsequent improvement after the infusion set change. Investigation included troubleshooting and education by support staff and follow-up to confirm infusion set type. Investigation of this case revealed no device alarms and that hyperglycemia resolved after infusion set replacement, which is consistent with possible infusion site or set performance issues without definitive root cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.